Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was failed to power on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power on device. A field service engineer found that the pyxis station had a blank screen and was powered up. Wall plug and power cable were checked and all pyxibus cables were disconnected. The station was started and launched the application and troubleshooting revealed main half-height drawer 2-2 was faulty. Fse replaced solenoid and drawer control board and station was working. The system functioned as intended after the field service engineer repaired the device. E1: initial reporter facility name: (B)(6).